Event description:
Customer called in to report a hospitalization on (B)(6) 2014 due to high blood glucose. Blood glucose reading at the time of the hospitalization was over 500 mg/dl. Customer was not wearing the insulin pump at the time of the hospitalization. The customer was treated for high blood glucose at the hospital with intravenous drip. The current blood glucose reading is 492 mg/dl. The customer declined to troubleshoot the insulin pump for high blood glucose. The customer stated that adjustments were made on the insulin pump by a nurse and that it has been working correctly. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.